Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation prior to the device replacement for eri, elevated pacing impedance and capture threshold were observed. The lead was capped and replaced on (B)(6) 2020. The patient was stable.